Event description:
Additional information was received indicating the device was explanted and replaced by a pacemaker as part of a device upgrade due to the condition of the patient. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, undersensing was noted on the device. Abbott technical support was contacted, session records were reviewed, and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.